Event description:
Pt came into optometry office wearing contacts with bright red eyes. Last eye exam was 2 years ago. When the pt was told they needed an eye exam, the pt stated "that's a rip off. I'll just keep ordering them off the internet." Rptr understands the agency would like reports about pts who seem to have contact lens complications who are getting contacts without a prescription. Rptr even had one with corneal neovascularization and scanning so bad their vision was 20/40. Pt blew up when rptr would give them a "cl" prescription and stated they would just continue to get them off the internet.